Manufacturer narrative:
Event evaluation - still under investigation.

Event description:
During a procedure in 2009, the sheath broke and started unraveling within the patient while the physician was trying to remove the sheath. The physician was able to retrieve the other half of the sheath. Feedback from the physician states the patient is doing ok.